Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: iml49jb53 implantable pacing lead (B)(6) 2006; 6948 implantable tachy lead (B)(6)2006. (B)(4).

Manufacturer narrative:
We are redacting this entire report, as it is a duplicate of previously submitted report # 2649622-2013-03583.

Event description:
It was reported the ventricular pace/sense lead over sensed when the patient lifted their left arm, resulting in asystole. The lead was extracted and a new ventricular high voltage lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.